Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker entered safety mode. This pacemaker was successfully replaced, and no additional adverse patient effects were reported. This pacemaker was returned for analysis.